Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one sprinter legend rx coronary balloon, inflation difficulties were encountered. After a radial artery puncture, the patient had a radial artery sheath inserted for coronary angiography to assess the degree of coronary artery stenosis. After the angiography, balloon dilation of the left circumflex coronary artery was required. The target lesion was located in the mid-segment of the circumflex (cx) artery with tortuosity and calcification which exhibited 85% stenosis. The device was not inspected prior to use. Negative prep was not performed. The device was being used to pre-dilate the lesion. Resistance was not encountered when advancing the device to the lesion. Excessive force was not used during delivery. When the balloon advanced through the arterial sheath to the lesion in the left circumflex coronary artery for dilation, it was found that the balloon could not be inflated properly. An inflation pressure of 6atm was applied to the device however, zero inflation of the balloon was re ported. There was no partial inflation of the balloon. The balloon burst occurred on the first inflation. The device was not moved or repositioned while inflated. Upon withdrawal, it was discovered that the balloon had been punctured by plaque during advancement. A new rapid exchange balloon dilatation catheter was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.